Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure between the transmitter and the mobile device occurred. Data was provided for evaluation and the allegation was confirmed. The probable cause was determined to be signal loss greater than one hour. In addition, the probable cause of signal loss could not be determined. The reported event of a pairing failure is reportable based on the finding of signal loss greater than one hour. It was indicated that the operating system for the smart device was not a supported system, which is off-label usage of the device. No injury or medical intervention was reported.